Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right ventricular (rv) lead. An atrial lead position check failure was also noted. The rv lead was capped and replaced with a defibrillation lead. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.